Manufacturer narrative:
Correction: h6 medical device problem code should have been "incorrect measurement" not "data problem" add: h6 component code.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon investigation, it was noted data was missing on records for a cardiac resynchronization therapy defibrillator. Programming changes were discussed. The patient was asymptomatic.

Event description:
Additional information received noted the cardiac resynchronization therapy defibrillator was missing data due to ongoing calibration. Programming changes were made to clear the trends and diagnostics, reset nominal settings on the device, and setting the device back to the preferred patient specific parameters. The patient was stable.